Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the x-stage cover was replaced and adjusted. Additionally, the system was rehomed. The replaced part was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the x-stage cover was damaged. No patient was present during the time of the reported incident.